Manufacturer narrative:
Reviewing the placement of the electrodes as current information shows that the robot delivered the electrodes to target as intended. Analysis of entry points on the neuroinspire plan and the placement of the electrode from the verification scan. Discussions with surgeons regarding depth issues with the electrodes and bolts used in the case.

Event description:
On completion of implantation of 10 electrodes using the neuromate robot the verification scan identified 9 out of 10 electrodes were 4mm - 5.4mm too deep. The entry points of the trajectories were all within the stated specification of the system. It was suggested by the surgeon that issues relating to the hardware of the electrode supplier was at fault for the issue not the robot. The robot is used to target the required entry point, the electrode is then inserted in line with the manufacturers instructions to depth, this is after the robot workflow is complete. The surgeon rectified the depth issue by pulling the electrodes out by the measured distance, taken in neuroinspire from the verification scan. This is being reported on the basis that further information was not available, in the timescale needed, to confirm that this does not relate to malfunction of neuromate.